Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint guide wire, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a dissection occurred. The lesion being treated was located in the moderately calcified anterior tibial artery. The platinum plus guide wire was in place and another manufacturer's small vessel catheter was being advanced over the guide wire. The platinum plus guide wire was noted to be shorter than the label had indicated. During advancement of the catheter, the guide wire "shot out and caused a dissection". The guide wire lost its position and the guide wire tip was visualized in the vessel wall. There was no breakage of the platinum plus guide wire. Another manufacturer's balloon was used to treat the dissection. No further pt complications were reported. The procedure to treat the stenosis was to be repeated in six weeks allowing for the dissection to heal. Pt status is reported as 'okay'.